Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the selector pin is missing. It was also reported that during device evaluation conducted at the manufacturer facility meral shavings were found in the collet. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.